Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/7/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The returned sample revealed that one needle-suture outside its packaging that pertain to product code vcp771d was returned for evaluation. The product is a control release; each packet should contain eight strands. During visual inspection of the returned sample, the needle was examined, no breakage needle was noted and the swage and attachment area were noted to be as expected. The needle was noted to be the corresponding taper point needle for the vcp771d product code. No damages or needle deformation were observed during the visual inspection. The needle was passed through a tissue simulator and no abnormalities were noted. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: the product received for analysis was identified as product code vcp771d. Visual inspection and metallurgical analysis were performed on the returned product. A blunt tip was observed. A scanning electron microscope was used to examine the fracture surface and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of the sample revealed the needle contained a blunt tip. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent a cholecystectomy procedure on (B)(6) 2023 and suture was used. After opening the package and before use, when a scrub nurse took the needle out of the package and handed it to the surgeon, the surgeon found that the tip of the needle was blunt. It is unclear if it was a needle breakage or the needle was blunt from the beginning. The product was not used.. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). Component code: g07002 - device not returned attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: postoperative x-ray showed no problem. The instrument table was also searched, but no needle fragment was found. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.